Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomedical engineer (biomed) and ordered a replacement speaker. Additional information was requested to determine if there was an audio malfunction of the speaker being replaced, however, no further information was provided. Based on the information available, this report is being treated as a speaker audio failure. The cause of the problem was a faulty speaker. The problem was not confirmed, as no testing of the speaker was possible, and no further information was received. The customer ordered a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. Box e1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on an intellivue x3 device indicating that a speaker needed to be ordered. It was unknown why the replacement speaker was requested, and if the speaker was able to produce sound. The device was not in clinical use at the time the issue was discovered. No adverse event or harm was reported.